Manufacturer narrative:
The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump error 75 alarmed during self test due to moisture damage on the electronic assembly. Critical pump error (open book image) alarmed during reboot due to moisture damage on the force sensor. Unable to perform the sleep current test and active current test due to critical pump error (open book image) alarm. Device received with label damage/faded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was restarted and it won't turn back on. The customer reported that they received the open book image on the pump screen. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.